Event description:
It was reported that one month post implant of the implantable pulse generator (ipg) the patient experienced an infection. The ipg was explanted and the leads were inactivated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.